Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned. Evaluation was unable to confirm the alleged issue. The returned meter passed testing on (B)(6) 2011 with no faults found. Retain test strips were also tested and passed testing with no faults found. A DHR (device history record) was completed on for this product and no deviations, non-conformances, or reworks were observed. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was displaying the "error 2" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions on (B)(6) 2010 and (B)(6) 2011. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at an unspecified time in (B)(6) 2010. The patient claimed he manages his diabetes with insulin. At the time of the alleged issue, the patient denied taking any action regarding his diabetes regimen. The patient denied developing symptoms at the time of the alleged issue. The patient claimed every other day after the alleged issue began, he went to see his health care provider and was treated with insulin (type and dose unknown). The patient indicated he was tested on another meter, but he could not recall the type and the result obtained from the meter. At the time of troubleshooting, the cca verified the alleged error message did not occur when the power button was pressed and there was no misused of the subject meter. It is unknown whether the patient's process for testing was correct or whether the alleged issue was resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the alleged error message and reportedly received hcp intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.